Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4). Evaluation conclusion code applies to the ins (serial # (B)(4)). Evaluation conclusion code applies to the leads ((B)(4)).

Event description:
Additional information received from the consumer reported she kept having issues with the rechargers and they were sending her new ones. The doctor did an x-ray and the leads had migrated. On (B)(6) 2016, the patient had the device removed and now she had a different manufacturer's device.

Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), product type: recharger .product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a275,serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 37791, product type: recharger. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported the patient was having trouble with the recharger belt. The belt popped open when the patient changed positions and then she lost coupling boxes. A replacement recharger belt was requested. The indications for use were chronic low back pain and spinal pain. The manufacturer's representative reported charging too often. There was poor coupling, short recharging sessions, the device was never above 3.810v. The recharger function looked normal. There was difficulty charging. The patient charged from 25% to 75% in 2 hours and it depleted to 25% again. The patient charged "all day" and the quartiles did not increase at all. The consumer reported the implantable neurostimulator (ins) battery in three hours goes from full to 1/2 full. She stated she will charge until full and then three hours later she shows the ins was only half charged and she has to recharge again. The patient mentioned the patient programmer (pp) was not working, but while on the call, it functioned as it should. The patient reported they were charging too frequently. The patient stated the implantable neurostimulator recharger (insr) was not working. She states she had the green light on the desktop charger (dtc). She stated when she plugs in the connector pin into the insr she sees the plug icon in the upper left hand corner. The insr battery was showing 3/4 full. She was able to turn off and on the ins with the insr. When she was trying to charge she was getting all eight coupling boxes and the insr shows the ins was 3/4 full. The patient stated the pp battery was showing 1/2 there were no patient symptoms reported. The patient stated the device manufacturer's representative (rep) was made aware that the ins was not holding a charge. The patient was redirected to the doctor. The rep was notified of the patient's information. Medical history includes spinal pain and chronic low back pain. The rep reported that the patient was charging too often. The patient was concerned that the ins was not holding a charge. The patient has always had hd programming: 4v, 1000us, 190hz, 2 an, 2 ca, 455 ohms 12 hrs/day use, 2 anodes, 2 cath. Therapy impedance check was completed and the value was group z = 455 ohms. The recharge interval calculation was 3.9 days. Recharge statistics from the insr were documented. The patient showed only one session with any longer duration (206 min) that occurred on (B)(6) 2015 and the patient fully charged the ins on this day. The other short sessions (1-25 min) all had poor coupling (0-2 bars average). It was reviewed concern about the patient's poor coupling that was reflected in the insr recharge statistics. It was suggested to replace the insr antenna. There were no patient symptoms reported. Additional information received from the consumer stated to resolve the coupling and recharging issues they took out the advanced stimulation, it was unnecessary. They strengthened the regular program. The patient stated she left the doctor she was seeing because he told her to start exercising on a stationary bike two months after the device was implanted. The patient knew that was wrong, now she sees another doctor. The rep had no further information. Additional information received stated the antenna replacement resolved the reported issue. The consumer reported she was charging too often. She stated that her first recharger didn't work and she got a new one. It worked 3-4 times and then she had issues. She fully charged it and got the water droplets, even charged 30 minutes past what she normally does. 3-4 hours later she turned her stimulation on, then when she went to go to bed and turn it off, she only had 1/8 battery left. The patient was to follow up with the health care provider (hcp). She has an appointment with the hcp and the device manufacturer's representative (rep) tomorrow. There were no symptoms reported related to this device issue. The rep called and requested options for troubleshooting. The patient was complaining of rapid depletion. The recharging data was reviewed and look exactly as they should. Everything related to recharging looked good. The patient was redirected to the repair department. The repair department was not sending the patient anew recharger. The patient states her second recharger was not working since she received it. The rep 'tested the implantable neurostimulator recharger (insr) battery" and it was not reading correctly. The insr battery shows full on the screen, but the real battery level is only at 1/2. The patient was redirected to the repair department. Additional information received from the consumer and manufacturer's representative (rep) reported a new recharger was sent to the patient as the original one would not charge and the connector was ok. The new recharger worked a couple of times, but on (B)(6) 2015 it went completely dead. When the patient plugged in the recharger, nothing was on the screen and it was beeping. The patient did a reset and that did not resolve the issue. Nothing was plugged into the recharger during the reset. The patient stated the implantable neurostimulator (ins) and implantable neurostimulator recharger (insr) batteries looked less shaded on the top than on the bottom. This was found to be working as intended as the portion of the battery that is charging would be lighter grey and it can appear that the top of the battery is lower than the bottom. Everything was fine with the patient's charging and battery life, but the patient was having the same issues. The patient was being sent a whole new charging system. The patient was insisting something was wrong with her battery. Nothing was determined to be wrong with the patient's battery by the rep. Relevant medical history included chronic low back pain and spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Information also reported the charging waist belt was damaged.